Manufacturer narrative:
Continuation of d10: product ID: m995402a001, lot#serial#: (B)(6), product ID: m995402a001, lot# serial#: (B)(6) was returned and the analysis result shows that the compliant was unverified and no visual anomalies found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller has failed and will not turn on. Patient stated over the weekend the controller would only charge to 50% and 2 days ago it would not charge at all and yesterday the controller was off and they could not get it on. Agent walked patient through removing the battery pack and plugging controller into the ac power cord. Patient confirmed controller powered on. The issue was not resolved. A replacement li battery pack was sent out. No symptoms were reported.